Event description:
Pt has a defib/pacemaker put in. All went well for 1 day, then it started shocking pt at least 18 times. The tech could not get the device programmed to work so they shut it off and put pt back on medicines. According to physician muga scan used multiple imaging techniques which are not invasive. The muga scans were giving high numbers. This was happening not only with pt but with several others. Dr has corrected that problem. It overall is not something that is of great significance to dr, however. The defibrillator shocked so many times because pt was going into a fast heart rhythm continuously. Dr finally shut it off because dr did not want pt to get shocked anymore because it was hurting pt. The device was programmed correctly in that it detected the fast heart rhythm and did what it was supposed to do. It was programmed to pace pt out of fast heart rhythm, which it did on multiple occasions, but dr turned off the shocking part because dr did not want pt to be hurt anymore. Many times when pt would go into the fast heart rhythm, the pacing would get pt out of it without having to shock pt. Dr would do the defibrillator and pt could go home the next day, that was exactly the way it usually works. The problem, of course, with pt was that they began to have flurries of the fast heart rhythm. This is a rare event but is seen where the pt begins to have frequent episodes of the fast heart rhythm requiring therapy. When pt became agitated and began to have funny feelings, the one medicine that dr gave pt was lidocaine and that was to stop the fast heart rhythm. That made pt feel kind of funny, and dr stopped it immediately. There is about a 1% incidence of problems with implantation. In all actuality, the device was working fine, but pt's heart was having these flurries of fast heart rhythms. The defibrillator was not defective. It was working perfectly as was appropriate for pt's heart function.